Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached 763 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother took patient to the hospital after she couldn't bring bg levels down with insulin and patient was vomiting excessively; mother also mentioned there was a "stomach issue". The patient was treated with insulin, intravenous fluids and tylenol for pain. The patient was released after spending 2 nights in the hospital. The pod was discarded.